Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer has communication issue with his programming tablet, the issue occurred during the communication with more than one patient's generator. The wand battery was checked (ok). The tablet was good charged. It was reported that there is no other programming equipment is available in the clinic to complete the troubleshooting. Therefore a new usb cable was requested to be shipped to the customer as consultations are planned soon. Follow up with the physician indicated that the new usb cable was received and the programming system works perfect after the usb cable replacement. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.